Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Device technical analysis: laboratory analysis of the returned versacross sheath found no damage to the device upon visual inspection. The device failed the leakage test. Air leakage testing failed nothing inserted through valve and also failed with inserted of a mandrel. The liquid pressure test failed, the valve was unable to maintain either positive or negative pressure. Leakage from the sheath valve was confirmed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross transseptal sheath risk documentation was completed and confirmed that the event of leak and prolonged procedure were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on all the available information, the cause of the reported leak was likely attributed to device but unable to trace more specifically. While there is confidence air leakage was the result of the valve tear observed in returned device testing, the underlying cause of the tear is unknown and the information available is insufficient to confirm the cause.

Event description:
It was reported that a versacross fixed curve sheath was selected for use during an atrial flutter procedure. During the procedure, blood was observed leaking from the valve section, indicating a possible valve defect. No patient complications occurred. The procedure was successfully completed using an alternative device. The product is expected to be returned for investigation. It was further reported that the clinical event did not occur due to blood loss.

Event description:
It was reported that a versacross fixed curve sheath was selected for use during an atrial flutter procedure. During the procedure, blood was observed leaking from the valve section, indicating a possible valve defect. No patient complications occurred. The procedure was successfully completed using an alternative device. The product is expected to be returned for investigation. It was further reported that the clinical event did not occur due to blood loss.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a versacross fixed curve sheath was selected for use during an atrial flutter procedure. During the procedure, blood was observed leaking from the valve section, indicating a possible valve defect. No patient complications occurred. The procedure was successfully completed using an alternative device. The product is expected to be returned for investigation.